Event description:
Medtronic (covidien) received report that a patient experienced subarachnoid hemorrhage (sah) six weeks after pipeline flex implantation. The pipeline flex was implanted to treat a very large, unruptured, saccular aneurysm in the left ophthalmic internal carotid artery (ica). Six weeks post-procedure, the patient went to the emergency department and was admitted to the hospital with sah. Angiography was performed which showed blood coming from the aneurysm previously treated with pipeline flex. Post-angiography, aneurysm was 90% occluded. Since the only clinical outcome was headache, the patient is being managed clinically. The physician stopped plavix treatment. Patient is neurologically intact and clinically stable.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. The lot history record of the reported lot number was reviewed and no issues were noted. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause is unknown.(B)(4).